Manufacturer narrative:
Concomitatnt medical products returned to manufacturer on: the device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer's device and verified the reported issue. For this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defibrillation paddles or a defibrillation therapy cable must be attached to the device and there is no patient ECG cable attached to the device. After observing proper device operation through functional and performance the device was returned to the customer for use. Physio determined that the cause of the reported issue was due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the patient ECG leads and the paddles lead. The customer advised that the device did not display dashed lines or any tracing. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the patient ECG leads and the paddles lead. The customer advised that the device did not display dashed lines or any tracing. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.